Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family : dbs-extension - quantity of 4, upn : (B)(4), model : nm-3138-55, serial : (B)(4), lot : 7075158, 7072180, 7075160, 5177137.

Event description:
It was reported that the patient experienced swelling and redness at the ipg pocket site indicating an infection. The patient underwent an explant procedure where the ipg and lead extensions were removed. The patient was also administered antibiotics and has fully recovered. The physician assessed the infection was staphylococcus aureus and that the event was not device related. The devices will not be returned as they were disposed of by the medical facility.